Event description:
The user facility reported that during a patient procedure one of the lightheads started to flicker and then went out. No injuries were reported however, procedural delays were reported.

Manufacturer narrative:
A steris service technician inspected the surgical light and found it to be operating properly. After troubleshooting the technician was able to duplicate the reported event of one of the lightheads flickering and going out. The technician replaced the light head control board, tested the system and confirmed it to be operational. The surgical light is not under steris service contract and is maintained by the user facility.